Event description:
A customer observed biased phyt results from qc fluids following calibrations on the vitros 350 chemistry system. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as the result of this event.